Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed open sores on her shoulders. The irritation appeared to be under the stitching of the garment shoulder straps. The patient was instructed by her physician to use a band-aid and an unknown cream. The patient's irritation improved.